Event description:
The user facility reported that the .035 wire would not pass-through device for implant, tried alternative wires, .035 steel j and glidewire (gw) all would not pass. The case was completed normally; manual pressure held. The patient was in stable condition. Additional information was received on 30 aug 2022: the procedure performed was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date - device was not implanted. Explanted date - device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal device was returned product evaluation. The returned device included a carrier tube and a mated locator and hemostasis sheath. The device was visually inspected and appeared to have been in good condition with minimal signs of use. The locator and hemostasis sheath were found to have been mated together. No damage or issue was identified with either component. The alleged 035 guidewire used, was not returned for evaluation. A new 035 guidewire was obtained and used for testing. Functional testing was performed by attempting to pass a guidewire through the device. The guidewire was able to be passed through the device, and no issue with device function was identified as arteriotomy locator could be advanced over the wire. Dimensional inspection was performed by measuring the inner diameter of the locator. The locator ID was measured to be 0.037" which is within specification of 0.037" +/- 0.001". No issue was identified with device dimensions. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been occurred intraoperatively, and the reported issue was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).